Event description:
It was reported that, surgeon was using rejuvenate stem extractor tool while doing a revision of patient's left hip on (B)(6) 2012 and the turning knob came off while in use. The surgeon used a back up rejuvenate stem extractor to complete the case without any delay.

Manufacturer narrative:
Method - review of device history, complaint history, surgical protocol & IFU. Visual inspection wa performed alongside a discussion with material analysis. The results indicated that the thumb knob broke in an overload condition and tha no manufacturing or material defects were observed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database shows there have been no other events for the reported lot ID. The root cause was determined to be user misuse as thumb knob broke off in an overload condition due to excessive tightening.